Event description:
Pt receiving hemofiltration on the baxter bm25 unit. When hcp was discontinuing therapy, precipate was found only in the heater bag. No alarms were noted by hcp. Pt was placed on hemodialysis. No further info was provided by hcp.